Event description:
Blood flow into the false lumen: on (B)(6), tar (total arch replacement) was performed to treat an acute type a aortic dissection. The thoraflex hybrid (tx-p2628100) was implanted. During the one-week follow-up, it appeared that there were no problems because no leaks or sine (stent-graft induced new entry) were observed. However, a CT scan performed on october 15 revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. The details were unclear, but the physician assumed that it was likely a new false lumen caused by d-sine. Additional tevar (thoracic endovascular aortic repair) is scheduled for friday, (B)(6). Physician's comment: the stented graft section opened without any problems, and there was no device failure. However, a CT scan revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. It was unclear whether the blood flow shown by the CT scan indicated a newly created false lumen caused by d-sine or re-entry into a false lumen that had originally existed. Physician's comment on causal relationship: a post-operative CT scan revealed blood flow into a false lumen from the stented graft section of the thoraflex hybrid. I suspect d-sine (distal stent graft-induced new entry) is occurring.

Manufacturer narrative:
Clinical code: 3160 - vascular dissection: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine (distal stent graft-induced new entry) is occurring. 1888 - hemorrhage/blood loss/bleeding: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine (distal stent graft-induced new entry) is occurring. Impact code: 4625 - additional surgery: the site have stated that additional tevar (thoracic endovascular aortic repair) is planned, and patient outcome is unknown at this time. 4614 - serious injury/ illness/ impairment: the site have stated that additional tevar (thoracic endovascular aortic repair) is planned, and patient outcome is unknown at this time. Medical device problem: 4001 - patient device interaction problem: the physician assumed that it was likely a new false lumen caused by d-sine. 2993 - adverse event without identified device or use problem: the thoraflex hybrid implanted and no device failure / deficiency was reported. During the one-week follow-up, it appeared that there were no problems as no leaks or sine (stent-graft induced new entry) were observed. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four-year review was performed for thoraflex hybrid > medical event > dsine (distal stent graft-induced new entry), this gave an occurrence rate of (B)(4). No trends identified requiring action at this time. 4111 - communication/interviews: additional information ·no issues were reported with the device before or during implant ·no pre/post-op scans are available for this event ·the site provided rationale for causal relationship to dsine (distal stent graft-induced new entry) which states, a post operative CT scan revealed blood flow into the false lumen from the stented section of the thoraflex hybrid 3331 - analysis of production records: comprehensive batch review was performed; no issues were identified. The device was manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 22 - known inherent risk of device: IFU - (instructions for use) review was performed which confirmed that within thoraflex hybrid nagase japanese IFU translated states in problems/adverse events section dissected false lumen. 11- conclusion not yet available.

Manufacturer narrative:
Clinical code: 3160 - vascular dissection: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine is occurring. 1888 - hemorrhage/blood loss/bleeding: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine is occurring. Impact code: 4625 - additional surgery: additional tevar was performed as scheduled, no further information was provided. 4614 - serious injury/ illness/ impairment: the site have stated that additional tevar is planned, and patient outcome is unknown at this time. Medical device problem: 4001 - patient device interaction problem: the physician assumed that it was likely a new false lumen caused by d-sine. 2965- installation-related problem: : the site confirmed that the physician had accidentally deployed the stent graft in the false lumen, which is a potential cause. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: four-year review was performed for thoraflex hybrid > medical event > dsine, this gave an occurrence rate of 0.0.041%. No trends identified requiring action at this time. 4111 - communication/interviews: additional information ·no issues were reported with the device before or during implant ·no pre/post-op scans are available for this event ·the site provided rationale for causal relationship to dsine which states, a post-operative CT scan revealed blood flow into the false lumen from the stented section of the thoraflex hybrid ·it is unknown if the distal end of the device was attached to any weak area of the aorta. ·the distal zone figure could not be obtained, but the selected stent diameter was the same as the true lumen diameter. ·the was no significant curvature present in the distal landing zone. ·the entry tear was confirmed to be just above the proximal sealing ring. ·however, it was stated that the physician had accidentally deployed the stent graft in the false lumen. 3331 - analysis of production records: comprehensive batch review was performed; no issues were identified. The device was manufactured to specification. 4117 - device not accessible for testing: device remains implanted investigation findings: 213 - no device problem found: this was based on the fact that the site confirmed there was no issues with the device before or during implant. The comprehensive batch review also confirmed the device was manufactured to specification. Investigation conclusion: 22 - known inherent risk of device: IFU - (instructions for use) review was performed which confirmed that within thoraflex hybrid nagase japanese IFU translated states in problems/adverse events section dissected false lumen and improper component placemnet. 4310 - cause traced to non-device related factors: comprehensive batch review was performed, no issues were identified. The device was manufactured to specification. There was no issues were reported with the device before or during implant. Also the site provided rationale for causal relationship to dsine which states, a post-operative CT scan revealed blood flow into the false lumen from the stented section of the thoraflex hybrid. However is was stated that the physician had accidentally deployed the stent graft in the false lumen, which is a potential cause. 19- cause traced to user : the site confirmed that the physician had accidentally deployed the stent graft in the false lumen.

Event description:
Blood flow into the false lumen: on (B)(6), tar (total arch replacement) was performed to treat an acute type a aortic dissection. The thoraflex hybrid (tx-p2628100) was implanted. During the one-week follow-up, it appeared that there were no problems because no leaks or sine (stent-graft induced new entry) were observed. However, a CT scan performed on october 15 revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. The details were unclear, but the physician assumed that it was likely a new false lumen caused by d-sine. Additional tevar (thoracic endovascular aortic repair) is scheduled for friday, (B)(6). Physician's comment: the stented graft section opened without any problems, and there was no device failure. However, a CT scan revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. It was unclear whether the blood flow shown by the CT scan indicated a newly created false lumen caused by d-sine or re-entry into a false lumen that had originally existed. Physician's comment on causal relationship: a post-operative CT scan revealed blood flow into a false lumen from the stented graft section of the thoraflex hybrid. I suspect d-sine (distal stent graft-induced new entry) is occurring. This report is being submitted as follow up #2 for manufacturing report number 9612515-2025-00091 to provide event closure information for tag0342.

Manufacturer narrative:
Clinical code: 3160 - vascular dissection: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine is occurring. 1888 - hemorrhage/blood loss/bleeding: event reported as blood flow into a false lumen from the stented graft section of the thoraflex hybrid with suspect d-sine is occurring. Impact code: 4625 - additional surgery: the site have stated that additional tevar (thoracic endovascular aortic repair) was planned for (B)(6) 25. Further patient outcome has not been reported by the complainant. 4614 - serious injury/ illness/ impairment: the site have stated that additional tevar is planned, and patient outcome is unknown at this time. Medical device problem: 4001 - patient device interaction problem: the physician assumed that it was likely a new false lumen caused by d-sine. 2993 - adverse event without identified device or use problem: the thoraflex hybrid implanted and no device failure / deficiency was reported. During the one-week follow-up, it appeared that there were no problems as no leaks or sine (stent-graft induced new entry) were observed. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four-year review was performed for thoraflex hybrid > medical event > dsine, this gave an occurrence rate of (B)(4). No trends identified requiring action at this time. 4111 - communication/interviews: additional information: no issues were reported with the device before or during implant. No pre/post-op scans are available for this event. The site provided rationale for causal relationship to dsine which states, a post-operative CT scan revealed blood flow into the false lumen from the stented section of the thoraflex hybrid. It is unknown if the distal end of the device was attached to any weak area of the aorta. The distal zone figure could not be obtained, but the selected stent diameter was the same as the true lumen diameter. The was no significant curvature present in the distal landing zone. The entry tear was confirmed to be just above the proximal sealing ring. 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified. The device was manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 213 - no device problem found: this was based on the fact that the site confirmed there was no issues with the device before or during implant. The comprehensive batch review also confirmed the device was manufactured to specification. Investigation conclusion: 22 - known inherent risk of device: IFU - (instructions for use) review was performed which confirmed that within thoraflex hybrid nagase japanese IFU translated states in problems/adverse events section dissected false lumen. 4315- cause not established: the root cause was determined to be no causal link to a device deficiency. Also the site confirmed there was no issues with the device before or during implant. The comprehensive batch review also confirmed the device was manufactured to specification.

Event description:
Blood flow into the false lumen: on (B)(6) tar (total arch replacement ) was performed to treat an acute type a aortic dissection. The thoraflex hybrid (tx-p2628100) was implanted. During the one-week follow-up, it appeared that there were no problems because no leaks or sine (stent-graft induced new entry) were observed. However, a CT scan performed on (B)(6) revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. The details were unclear, but the physician assumed that it was likely a new false lumen caused by d-sine. Additional tevar (thoracic endovascular aortic repair) is scheduled for friday, (B)(6). Physician's comment: the stented graft section opened without any problems, and there was no device failure. However, a CT scan revealed blood flow into a false lumen from a location slightly more central than the distal end of the stented graft section. This false lumen extended up to the descending aorta. It was unclear whether the blood flow shown by the CT scan indicated a newly created false lumen caused by d-sine or re-entry into a false lumen that had originally existed. Physician's comment on causal relationship: a post-operative CT scan revealed blood flow into a false lumen from the stented graft section of the thoraflex hybrid. I suspect d-sine (distal stent graft-induced new entry) is occurring. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00091 to provide event closure information for (B)(6).